Event description:
The separator kinked during the procedure right after the physician inserted the device. The separator was replaced and the procedure was completed successfully. It was noted that the patient did not have tortuous vessels. This MDR is associated with MDR 3005168196-2012-00037

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: results: there is a kink in the separator wire 45 cm from the proximal end in the region of the proximal taper grind. The separator is non-functional. Conclusion: the kink noted in the complaint is confirmed. Kinks in this location are frequently attributed to manipulation of the proximal taper grind region outside of the rhv. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.